Manufacturer narrative:
Insulin pump received with missing battery tube spring noted. Unable to confirm battery out limit alarm and unable to perform any tests due missing battery tube spring.

Event description:
The customer reported via phone call that the insulin pump was damage and had battery out limit alarm. The customer¿s blood glucose level was 160 mg/dl. The customer reported that the spring in battery compartment came out. The troubleshooting was performed for damage and battery out limit. Customer reported that they were able to clear the alarm. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.